Event description:
On (B)(6) 2014, (B)(6) of (B)(6), performed a carpal tunnel release revision and trigger thumb release. An ag0320 was implanted. At an unspecified time post op, the patient developed redness and there was concern of infection. The patient was placed on a course of oral antibiotics. The patient had ongoing pain at the surgical site, redness, swelling, and drainage. On (B)(6) 2014, dr. (B)(6) colleague performed an incision and drainage due to concern of an infection. During this procedure axoguard was noted to have drainage present around it. The axoguard was removed and sent to pathology. The pathology report showed the presence of fibrinopurulent exudate and foreign body giant cells. As of (B)(6)2014, the patient reportedly has ongoing issues with infection at the wound site and has undergone an additional incision and drainage during the week of (B)(6) 2014. A wound culture was taken and sent out for evaluation. Results of this are not yet available.

Manufacturer narrative:
Method and results: product not returned to cbi. Conclusions: root cause unlikely related to device; investigation ongoing. Investigation - evaluation: investigation into this feedback included a review of the feedback details, communication with axogen for follow-up with surgeon and case specific details, a review of the device history records which indicated the product was manufactured to specifications, and a review of the axoguard nerve protector IFU (B)(4). Summary of investigation findings: the root cause of the infection is unlikely related to the axoguard nerve protector. Infection is a known complication of any surgical procedure and is listed as a potential complication in the IFU. Additionally the IFU states that if an infection occurs and cannot be resolved, careful removal of the device should be considered. The investigation into this feedback is ongoing. A follow-up MDR will be filed as new details are received.